Event description:
It was reported that: "while impacting the handle spilt and the hard plastic tip broke. The hard plastic piece was thrown away."

Manufacturer narrative:
Eval summary: the investigation concluded that the root cause of the event is related to the long-term effects of sterilization. During autoclave, stresses are applied from metalic inner rod to the radel plastic handle. The heat from the autoclave process contributes to the degradation of the radel material properties overtime. It is likely that the long term effects of sterilization also degraded the plastic of the impactor tip, resulting in its fracture.